Event description:
During the procedure, internal carotid occlusion, the gdc 10-standard synerg detection circuit detached prematurely from the prowler-14 microcatheter. The physician managed to use pusher wire to place the main coil at the desired location. There were no consequences for the patient.